Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test." The patient's concurrent conditions included breast cancer. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain upper ("stomach pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2013. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, back pain and abdominal pain upper outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, abdominal pain upper, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events patient did not underwent essure confirmation test, cramping, stomach pain, back pain, vaginal discharge, dysmenorrhea (cramping), menorrhagia and abnormal bleeding (vaginal) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the device breakage, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.